Event description:
It was reported that "into the procedure, the handle separated from the shaft. Doctor continued using the device and when removing the uterus, the forward cup and balloon came off." No patient injury reported.

Manufacturer narrative:
The sample is being returned. When the investigation report has been completed, a supplemental report will be filed.